Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 (mg/dl). Reportedly, the customer required assistance turning on their pump and navigating their pump settings. The customer stated they would deliver a bolus after being guided through how to enter their pump settings.